Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has been exhibiting high thresholds. It was also noted that the right ventricular (rv) lead exhibited high threshold a couple of months ago and prior to that. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced three prior episodes of t-wave oversensing (twos) as noted on the stored electrogram; one of which appeared as a high rate non-sustained episode. It was noted that no further twos episodes were observed.